Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Patient identifier (B)(6).

Event description:
On 06 july 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sid (B)(6) generated (B)(6) on the roche cobas platform on (B)(6) 2016. The sample was then sent to the (B)(6) for confirmatory testing. The following results were generated: (B)(6). No blood products from this donation were distributed for medical use. (B)(6) then pulled an archived sample from this donor (sid (B)(6)) and tested this sample on the roche cobas platform on (B)(6) 2016. A (B)(6) was generated. This archived sample had generated (B)(6) results using both the prism hcv assay (lot 45613li00) and nat back on (B)(6) 2015. This sample was sent to (B)(6) for confirmatory testing with results received on (B)(6) 2016 with the following results: (B)(6). Both red blood cells and platelets were distributed for medical use from this donation.

Manufacturer narrative:
After completion of the original investigation a return sample with sid (B)(6) was received and tested with the prism (B)(6) reagent lot 63104li00, expired 29 october 2016 and manufactured 13 april 2016 (all previous complaint lots had expired). The result was 0.51 s/co ((B)(6)), which verifies the customer's observation. Further testing was performed with the following results: vidas (B)(6) with a tw of 1.77 was (B)(6). Mikrogen recomline (B)(6) igg detected the bands core 1 +++, core 2 + and ns5 +/- and the result was (B)(6). Innolia (B)(6) score detected the band c1 1+ and the result is indeterminate. Liason diasorin (B)(6) was tested and the result was (B)(6). All supplemental testing results were (B)(6) except innolia (B)(6) score which was indeterminate. There is evidence for the presence of antibodies of (B)(6) in the sample (B)(6). Analytical sensitivity was performed using reagent lot 63104li00. All panel member samples as well as the (B)(6) run controls met specifications. Clinical sensitivity was evaluated using commercially available seroconversion panels. All specifications were met. Based on this data it was shown that the sensitivity performance is not adversely affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism (B)(6) assay package insert contains information to address the customer issue. The evaluation of this patient sample does not change the outcome of the original investigation. Sample return testing confirmed the customer issue, but panel testing shows that the product performs per specifications, indicating a sample specific issue. There is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
Testing procedures could not be performed as the prism hcv reagent lot 45613li00 has expired. A sample was returned from the customer site. However, the sample identification number on the sample tube could not be traced back to any sample identification documented in the complaint text. This sample will be retained if at a future date, clarification can be made of its origin and further analysis is warranted. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. The abbott prism (B)(6) assay package insert contains information to address the current customer issue. The abbott prism analyzer serial number (B)(4) service history was reviewed and did not identify any issues that may have caused or contributed to the current customer issue. Analyzer performance is acceptable. Per the documentation received from the customer, discrepant supplemental test results were obtained, e.g., indeterminant and positive blot results and positive results with roche and negative nat results. Therefore the presence of (B)(6) antibody status is unclear for the donor. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.